Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, the subject coil encountered resistance while advancing through the microcatheter and got detached prematurely. The procedure was reported to be completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).